Event description:
It was reported, that a patient presented to clinic for follow up. Device interrogation revealed, the implantable cardioverter defibrillator (ICD) in backup mode with no high voltage therapies active. The physician elected to explant and replace the ICD. The patient condition was stable before, during, and after the procedure.

Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of device image found the device went into backup operation due to a power-on-reset (por) while the high voltage capacitors were charging after a scheduled capacitor maintenance was performed. After the device was restored from backup mode, functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The backup operation was reproduced while performing capacitor maintenance on the bench. However, the failure was lost during analysis and could not be reproduced. The cause of the reported event could not be conclusively determined.

Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed the implantable cardioverter defibrillator (ICD) in backup mode with no high voltage therapies active. Multiple attempts to restore the device did not work. The physician elected to explant and replace the ICD. The patient condition was stable before, during, and after the procedure.

Manufacturer narrative:
Correction: b5 - updated to include that multiple attempts were attempted to restore the device correction: h3 - updated to include that device evaluation is anticipated but not yet begun